Manufacturer narrative:
(B)(4): upon follow up, it was reported that prior to passing away, the patient was hospitalized for bypass surgery due to clogged arteries. The patient passed away three days later. Therapy had been ongoing up to the time of death. The cause of death was reported to be pneumonia. No additional information is available at this time. As the cause of death was due to pneumonia, the event has been reassessed and the baxter device is no longer a suspect product.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Prior to the event of death, the patient was hospitalized due to an unrelated event. It was unknown if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death or if the patient was on the homechoice (hc) cycler at the time of death. Additional information was requested but was not available at this time.